Manufacturer narrative:
Currently it is not known which device was used during the surgery therefore the serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). No further information has been provided regarding the patient status or the contamination status of the involved device. It is unknown at this time if the involved unit has been tested positive for any type of contamination, or if the patient infection is related in any way to the use of the heater-cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a mitral and tricuspid valve repair in (B)(6) 2015 was found to be infected with mycobacterium chimaera. Patient required hospitalization and surgical debridement of his sternal wound. He remains on long term treatment with anti-mycobacterial therapy. It was reported that a heater-cooler system 3t was used during the procedure.